Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: underweight, broken on radius and anterior and missing shell on radius (0-25%). A visual and microscopic analysis was performed which identified: crease sharp broken on anterior, stress marks, wear abrasion, crease fold and puncture opening on radius and posterior. Based on the device analysis the final assessment is: a pattern of crease sharp on anterior side of broken shell assessed as fold flaw opening. Missing shell assessed as inconclusive. A striated punctured assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Device has been explanted.